Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a right ventricular (rv) lead test, the thresholds and capture were unable to be verified.